Event description:
According to the reporter: the black shaft split and also the internal clear shaft mechanism broke into pieces into the patient's cavity. All pieces were retrieved. Or time was delayed less than 30 minutes. No bleeding reported. No patient injury. Procedure: single incision cholecystectomy.